Event description:
Customer reported in an email that he has been having excessive no delivery alarms on his insulin pump. His insulin pump has been replaced three to four times, each time for no delivery issues. Customer stated he takes care of his insulin pump and does not know why he is still having this issue. Customer also reported lost sensor and shortened battery life issues. Customer was advised of various resources he can reference for issues with his insulin pump. He was advised to call in for troubleshooting when needed. Attempts were made to contact customer but were unsuccessful. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.